Event description:
It was reported that code 1003 appeared for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and noted that there was also code 1005 for this device, indicating that the device exhibited high out of range shock impedance. It was noted that the patient was resuscitated on the way to the hospital. It is unknown if it was a result of the high out of shock impedance. Ts provided a resolution option. The device remains in use. No adverse patient effects were reported.